Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00641; 509-03-032, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient showed signs of infection. The surgeon elected to do an I&d and replace the glenosphere and the humeral bearing after washing out the joint space. Female.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.